Event description:
Customer reported that two pts had been blistered. Pt #1 was diagnosed with second degree burns to the chest and was treated with topical steroids and silvadene. Per the customer, the burn spots were exactly in the shape and size of the ipl filter. Healing was about 75% complete with granulation in 2005. Pt #1 had ipl treatment for age spots and sun damage. Pt denied sun exposure, but staff did hear her say after the treatment that she was out in the garden the previous day.

Manufacturer narrative:
Service determined that the system and treatment heads checked within specifications. In addition, the customer treatment heads (560 and 590 nm) were well within the lumenis warranty shot count of 10,000 shots. Review of training records revealed a problematic initial training in november, 2004 (sporadic participation by the physicians). Customer was retrained by lumenis again in january, 2005 and records show satisfactory training. Other customer stated that one pt may have had possible sun exposure and concomitant therapy with photosensitizing agent (avonex, interferons for multiple sclerosis). The sun exposure and concomitant therapy with photosensitizing agent (avonex) appear to be the most probably root cause of the burns. Pt #2 reported treatment fluence is consistent with the physician recommended parameters, however as customer did not provide the requested pulse width and delays, complete analysis is not possible. As the pt had 2 prior ipl treatments at 23-25j without problems, it is possible that the pt could not tolerate the 27j fluence used in the 2005 treatment and that this is the explanation for the burns in this pt.